Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) would not power on. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse noted that the iabp unit would make a slight click when the switch was turned on. The fse narrowed the issue down to a shorted solenoid driver board. The fse replaced the solenoid driver board then complete all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) would not power on. There was no patient involvement, and no adverse event reported.